Event description:
It was reported that approximately one year and six months post-implantation, the patient underwent a revision surgery due to knee bearing dislocation. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.